Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In 2018 there was a suspected breakage of proximal screw and stem and re-replacement was done on (B)(6) 2018.

Event description:
In 2018 there was a suspected breakage of proximal screw and stem and re-replacement was done on (B)(6) 2018.

Manufacturer narrative:
This event is being reported under MFR# 0002249697-2018-04067.